Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was pacing into the ventricle via the atrial lead. Further evaluation is expected at the next follow up appointment. The device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.